Event description:
Receiving an inaccurate high reading. Customer obtained a laboratory result of 49 mg/dl and a blood glucose result of 130 mg/dl within 10 minutes. The results when plotted on the parkes error grid fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.